Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the guide catheter kinked and detached, the push catheter suture hole was torn, and the suture was detached and was not returned. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors encountered during the procedure. Factors such as the technique used by the physician, and/or the anatomical conditions, limited the performance of the device and contributed to the observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent did not release properly. A second flexima biliary stent of the same size was used, but the same issue recurred. The procedure was completed using an alternate device. There were no patient complications as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached.